Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy was available. The cause of the memory corruption is not known.

Event description:
This report is being filed to provide laboratory analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be in safety core. Boston scientific technical services (ts) discussed error codes resulting in safety core and recommended device explant. Subsequently, this product was explanted and returned to boston scientific. No adverse patient effects were reported.